Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. Customer stated that insulin pump completely shut off, he has pump clipped to belt. Customer noticed cause the insulin pump was vibrating. Customer thought it was cause of it was lunch alarm customer reported that display is blank. Customer stated that the display was not blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit powered up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. Unit passed self test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratches on case and minor scratches on lcd window.